Manufacturer narrative:
Additional manufacturer narrative: the device was explanted 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 3300tfx23mm implanted in the aortic position was explanted after an implant duration of three (3) months for unknown reason. A valve model 3300tfx21mm was implanted in replacement.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 3300tfx23mm implanted in the aortic position was explanted after an implant duration of three (3) months due to endocarditis. As reported, the patient presented at the hospital in heart failure, septic shock and type 2 mi. The patient was admitted to ICU requiring inotropes and vasoactive medications and developed acute kidney injury. The endocarditis was diagnosed on toe and the infecting organism was identified as mssa bacteraemia. The aortic valve presented with vegetations and abscess. As reported, no source of infection was identified and the patient did not have previous history of endocarditis. A valve model 3300tfx21mm was implanted in replacement. The patient was discharged home two weeks after the re-do procedure with ivabs.

Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 (type of investigation), h6 (device code) and h6 (clinical code) per new information received. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.